Event description:
Hosp engineer was replacing ethylene oxide gas cylinder on eto sterilizer pressure gauge on cylinder read 0 psi, but pressure was still present on output line. As line was loosened, eto volume in line escaped into atmosphere. Hosp engineer was checked by ER physician for headaches, dizziness, & shortness of breath. Employee was sent home for remainder of day. No long term or adverse effects noted.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-95. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.